Manufacturer narrative:
Returned device analysis revealed the protection wire was returned inside the retrieval sheath and was slit approximately 99cm from the exit port of the retrieval sheath. Visual and microscopic inspection revealed the protection wire was broken at the distal end of the solder joint from approximately 7cm to 10.7cm. The distal section of the filter assembly was separated and the 3.7cm length of the protection wire was missing and not returned. The distal tip of the protection wire was bent and stretched approximately 4mm on its proximal portion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the filterwire was unable to cross the lesion. The severely stenosed target lesion was located in the carotid artery. The 190cm filterwire ez embolic protection system was inserted into the patient, but was not able to cross the lesion. The procedure was not completed due to another unspecified reason. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a portion of the wire had detached.